Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to achieve hemostasis was confirmed as the device was returned with the clip undeployed. A conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6fr sheath after an interventional heart catheterization procedure. Reportedly, the starclose se clip was deployed; however, there was still pulsatile blood flow. The clip was not seen on the device. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.